Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment a 65 mm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently and there was a proximal type I endoleak present. The physician elected to place coils in the sac, implant an endurant aortic cuff and (prophylactically) implanted aptus endoanchors and the proximal type I endoleak resolved. The physician stated that the cause of the event was due to the patient's disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.